Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that both line power fuses were open. Replacing the fuses resolved the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect fuses have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the mobile view station (mvs) of the imaging system would not charge when plugged into a working power outlet. It was reported that the imaging system was functioning normally during a case and the imaging system was unplugged to move the system to another location after the procedure. When the imaging system was plugged into wall outlet after moving, it would not charge or power on. There was no patient present at the time of the issue.